Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain that occurred after the patient stated she fell in (B)(6) 2022, broke her wrist and crowns on implants. Patient reports that since her fall, pain has become progressively worse and she was unable to bite down. Bridge mobile.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00726-1 and 0001038806-2022-01285-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 67. DHR review was completed for the subject lot numbers (2018011791, 2018110908). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization records (op#0210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (2018011791, 2018110908) for similar events and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events (pain & fracture screw) or product (xiitp4311, xiitp6585, unknown biomet screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, screw malfunction did occur, and the reported event fracture screw was confirmed. The reported event (pain) could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No additional event information was received at the time of this report.